Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the weld attaching the strike plate has fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the taperloc rasp handle has been broken in process of decontamination. This occurred during the first washing after surgery. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign: poland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.